Event description:
No sample or picture was available for analysis. Without the proper sample or picture evaluation it is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The potential root cause could be related to sticky pins or ipc connection leak failure, this last one could be caused by a leak located near the diaphragm due to an improper welding of the cassette or a misplacement at manufacturing facility. However, without the logfiles or samples is not possible to determine exact root cause. The current process controls detection includes 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode; quality sampling for final physical testing, for performing a flow and underwater leak tests; 100% visual inspection during the manufacturing process and final physical inspections.

Manufacturer narrative:
Note - this issue was logged into a system used for customer implementation notes but did not have an accompanying product complaint opened for it. This was identified during continuous improvement activities. An internal CAPA was opened to address process gaps. One of the resulting actions of the CAPA was to perform a retrospective review and submit MDR's as necessary.

Event description:
The following has been reported: per facility contact: everything has gone well. Thanks to [fk rep's] in-depth education, they have hit the ground running. We have only had one incident with the misloaded cassette. The nurse and I followed the steps ivenix outlined for this issue. It was not resolved, and we had to replace the tubing. Patient was receiving IV fluids, so the volume loss was not impactful. I then took the tubing and placed on the pump we are using for the nurses to practice; issue was solved by flushing the bubble out. I know that your team doesn't think this is the problem, however it is the solution that works when the other solutions do not (except the tubing change). We will however follow your directions. No pump logs/serial number or set information was provided. No adverse event was reported. Fk is submitting a restrospective report based on the user being unable to prime air from the tubing set; this was due to use errors, attributable to being a new user to the lvp and accessories. Additional training and feedback regarding priming and the use of check valves for certain drugs was provided to address these issues.